Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment : this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during her checkup visit, she a reaction to dye test and her blood pressure was 70/33. Additionally, she experienced pelvic pain and heavy bleeding and was submitted to a hysterectomy. Only pelvic pain and bleeding are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, given event's nature causality with the suspect insert cannot be excluded. Regarding the remaining event, essure confirmation test (dye test) may induce a vasovagal response. In this case, consumer reported hypotension in association with the test with need of an ER visit, but minimal information was provided. Nevertheless, this event was considered as related to essure; since it occurred in association with confirmation test. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0980, awareness date 29-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She stated that upon returning for her placement checkup, she had a reaction to dye test and her blood pressure was 70/33 and she was shipped straight to ER. She also had severe pelvic pain, hip pain, hair loss, migraines, dizziness, forgetfulness, heavy bleeding (lasting 2 weeks or more) and weight gain. On (B)(6) 2015, hysterectomy was done company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during her checkup visit, she a reaction to dye test and her blood pressure was 70/33. Additionally, she experienced pelvic pain and heavy bleeding and was submitted to a hysterectomy. Only pelvic pain and bleeding are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, given event's nature causality with the suspect insert cannot be excluded. Regarding the remaining event, essure confirmation test (dye test) may induce a vasovagal response. In this case, consumer reported hypotension in association with the test with need of an ER visit, but minimal information was provided. Nevertheless, this event was considered as related to essure; since it occurred in association with confirmation test. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.